Event description:
Pt had a medcomp hemo-cath 8 fr x 18cm inserted on monday, (B)(6) 2011. When the catheter was used it kept back filling and did not allow them to use for apheresis. Dr was notified of the problem and he tried to troubleshoot the problem with the catheter. He rescheduled the pt to have a replacement line placed on (B)(6) 2011. After removing the first catheter he clamped off one lumen of the double lumen line and it allowed fluid to come out through the second lumen. If you clamped off the second lumen and tried to flush through it then the fluid came out of the first lumen. The catheter double lumen system is malfunctioning. We tried a catheter from the same lot number as the first one and it works appropriately. The pt had to have a second surgery to have a replacement catheter due to the first catheter malfunctioning. Faulty double lumen catheter system. Second surgery and delay of 48 hours for pheresis application.